Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital complaining of pain. The lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged and perforated the patient. A lead replacement would be scheduled.